Event description:
It was reported that the user experienced an urgent low glucose event on ilet shortly after a meal announcement, with a device alert at 44 mg/dl and a confirmatory fingerstick of 37 mg/dl; the user¿s caregiver also reported frequent nocturnal lows over the past week, and the user was advised to contact the clinical line for potential target adjustments. Symptoms included hypoglycemia with associated low glucose alarms. Outcomes included recovery to 95 mg/dl after oral carbohydrate treatment with glucose gummies and soda, with no hospitalization. Investigation included customer support triage and referral for clinical review regarding dosing targets and use education. Investigation of this case revealed no confirmed device malfunction, with the event consistent with hypoglycemia of unclear cause and potential need for therapy parameter adjustment and user education. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.